Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the reported event occurred due to wear and tear and/or wrong handling. Additionally, the tip at the distal end wears out and may burn or melt if broken. However, the subject device was not returned, and the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name (documented here in its entirety due to character limitations in respective field): (B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an unspecified procedure, the tip roller of the subject device fell off. The procedure was completed without retrieving the fallen tip. There have been no reports of health problems from this incident. Additional information has been requested but no further details have been provided at this time.